Event description:
It was reported that during surgery, a piece of plastic of the journey ii bcs locking femoral implant impactor fractured during implantation of the femoral component. The broken piece was recovered without incident. Procedure continued using the same device, without surgical delay. The patient was not harmed beyond the described event.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/medical team concluded, responses to the clinical requests were not provided; however, per complaint details, the impactor fractured during implantation of the femoral component. Reportedly, the piece was recovered without incident, the procedure continued with the same device without delay, and the patient was not harmed beyond the described event. Based on this limited information, the clinical root cause could not be definitively concluded. Since there was no patient injury/harm or surgical delay reported and the procedure was completed with the same device; no further patient impact would be anticipated. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. (B)(4).